Event description:
Product: bbraun epidural catheter 333512 in kit ref 530160. This kit is used at [redacted name] and [redacted name] with all purchases through medline (per rep) defect/issue: once the epidural needle is inserted into the epidural space and the catheter is threaded, and the catheter is connected to the intended connection, the clinician meets resistance and cannot inject medications due to a defect in the catheter. Bbraun has identified the root cause of the issue and implemented a corrective action in manufacturing process. Bbraun has confirmed there is a defect in the amount of spacing required in the coils throughout the catheter, preventing successful administration of medication after connection. They are ramping up new product which may take time to reach sites bbraun has initiated a health hazard analysis has been initiated, with the intent to determine if a recall/removal and/or messaging are required to customers. Thus far, they have not sent messaging to customers to notify them of this known defect. They will update our site on the follow-up calls with bbraun quality team. Solution: bbraun¿s quality team met with yale new haven doctor. [Redacted name] sites continue to use the kit, but are not using the bbraun catheter, rather dropping in a smiths catheter until bbraun resolves the manufacturing defect. Bbraun has decreased the pricing of their kit to [redacted name], knowing we are not using their catheter until the issue is resolved. O bbraun has not issued messaging or a recall about this. Kits are not stickered to indicate the change in practice. Manufacturer response for epidural catheter, fx epidural catheter 19g spring round (per site reporter) please see event report.